Event description:
Information was received from patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported that the patient¿s implantable neurostimulator (ins) did not work as it was supposed to. Caller stated it made the patient¿s left foot do something it had never done and it never worked. Caller also stated they kept trying to see what to do to change the settings but nothing worked. Caller mentioned that the implant was sitting on top of a previous back surgery site which made the situation complicated and worsened the issue. The caller further stated that the ins still did not work a couple of weeks after implantation. For the event date, caller stated the issue started about a month ((B)(6) 2025) after implantation. The caller confirmed that the patient¿s ins was explanted on (B)(6) 2025.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.